Event description:
There is no adverse event associated with this complaint. It was reported that there was a programming error and that the pump was not delivering insulin. The reporter indicated that a workaround was achieved and the problem was resolved for now. There is no additional information available at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a review of the black boxed showed data beginning on (B)(6) 2014. The black box data and pump histories from the time of the original complaint were overwritten due to continued pump use. A review of the current black box and alarm history showed no alarms related to the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn and there was a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.